Event description:
It was reported that during a laparoscopic sleeve gastrectomy after the first firing the anvil was bent and the device would not go down the trocar. A new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.